Event description:
Reporter indicated a patient underwent a generator reimplant for end of service and a lead replacement due to lead migration. The explanted products have been requested for return. No further information is known.